Event description:
Doctor applied fixator to pt's distal radius on 11/16/98. On approx 1/11/99 pt reports that the balljoint on the distal pin clamp broke and detached the pin clamp from the fixator body. The pt went to the dr's office where the dr applied a replacement fixator of the same model. No anesthesia or surgery was required for the application of the replacement fixator. The pt experienced no loss of reduction and is expected to heal as desired.